Manufacturer narrative:
Insulation damage was noted 24.6 to 27.0 cm from the connector pin consistent with clavicle crush damage. The rv conductor insulation was abraded. This is consistent with the observation from the field of lead noise and low impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed their right ventricular lead was over-sensing noise. The patient was asymptomatic. No changes were made.

Event description:
Additional information received indicated that the patient's right ventricular lead had additional noise present. The lead pacing impedance was also noted to be low and out of range. The physician explanted and replaced the lead. The patient was stable throughout.